Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia while using the ilet with the dexcom cgm, including a low of 54 mg/dl and additional lows in the 70 to 80 mg/dl range, the cgm sensor was changed and calibrated. The patient exceeding the recommended 15 g treatment with oral glucose. Symptoms included hypoglycemia with low blood glucose readings. Outcomes included the stabilization of blood glucose with glucose tablets. The patient was provided education on meal announcements and troubleshooting on consideration of alternative fast-acting carbohydrate treatments. Investigation included user support, education on bedtime snacks and meal announcements, review of cgm calibration and sensor replacement, follow-up calls, and coordination with a partner organization for app-related issues. Investigation of this case revealed no evidence of device malfunction and that factors such as unannounced meals, cgm accuracy concerns prior to sensor replacement, and treatment choices may have contributed. It was concluded that the event was related to hypoglycemia with cause unclear given available information, and that ongoing user education and monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.